Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive/abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vitamin d deficiency, acid reflux (oesophageal), loop electrosurgical excision procedure and herpes nos. Concomitant products included colecalciferol (vitamin d), cyclobenzaprine hydrochloride (flexeril), eugynon (seasonique), omeprazole (prilosec), omeprazole since 2014, rizatriptan (maxalt) and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. In february 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysmenorrhoea ("dysmenorrhea"), alopecia ("hair loss") and vaginal discharge ("vaginal discharge"). In may 2011, the patient experienced migraine ("migraine headaches"), fatigue ("fatigue") and headache ("headaches"). In august 2011, the patient experienced dyspareunia ("dyspareunia"). In april 2014, the patient experienced rash ("rashes / rashes or skin conditions"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramps"), allergy to metals ("nickel allergy / allergic or hypersensitivity reaction (nickel)"), fungal infection ("yeast infections"), weight increased ("weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, rash, migraine, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia and vaginal discharge had resolved and the abdominal pain lower, allergy to metals, fungal infection, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in june 2011: total bilateral occlusion (B)(6) 2017:surgical pathology report:uterus, hysterectomy: cervix: acute and chronic inflammation. Endometrium: secretory with breakdown. Myometrium: no significant pathologic changes. Bilateral fallopian tubes: no significant pathologic changes. Essure coils, gross only. Gross description: fallopian tube cut surfaces reveal essure devices within the proximal ends of both fallopian tubes. On unknown date hsg done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: new pfs received- outcomes of event abnormal bleeding from unknown to recovered/resolved was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive/abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vitamin d deficiency, acid reflux (oesophageal), loop electrosurgical excision procedure and herpes nos. Concomitant products included colecalciferol (vitamin d), cyclobenzaprine hydrochloride (flexeril), eugynon (seasonique), omeprazole (prilosec), omeprazole since 2014, rizatriptan (maxalt) and valaciclovir hydrochloride (valtrex). On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain lower ("cramps"), allergy to metals ("nickel allergy / allergic or hypersensitivity reaction (nickel)"), rash ("rashes / rashes or skin conditions"), migraine ("migraine headaches"), fungal infection ("yeast infections"), weight increased ("weight gain"), abdominal distension ("bloating"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches") and vaginal discharge ("vaginal discharge"). The patient was treated with hysterectomy with bilateral salpingectomy and essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dyspareunia, rash, migraine, weight increased, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue, alopecia and vaginal discharge had resolved and the genital haemorrhage, abdominal pain lower, allergy to metals, fungal infection, abdominal distension and headache outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, dysmenorrhoea, dyspareunia, fatigue, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, pelvic pain, rash, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Diagnostic results: (B)(6) 2017:surgical pathology report:uterus, hysterectomy: cervix: acute and chronic inflammation. Endometrium: secretory with breakdown. Myometrium: no significant pathologic changes. Bilateral fallopian tubes: no significant pathologic changes. Essure coils, gross only. Gross description: fallopian tube cut surfaces reveal essure devices within the proximal ends of both fallopian tubes. On unknown date hsg done. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. Events vaginal bleeding, menorrhagia, dysmenorrhea, fatigue, hair loss, headaches, vaginal discharge, weight gain, are dded. Lab data & concomitant, historical conditions & drugs are added. Product, patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain") and genital haemorrhage ("excessive/abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dyspareunia ("dyspareunia"), abdominal pain lower ("cramps"), allergy to metals ("nickel allergy"), rash ("rashes"), migraine ("migraine headaches"), fungal infection ("yeast infections"), weight increased ("weight gain") and abdominal distension ("bloating"). The patient was treated with surgery (underwent a hysterectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, dyspareunia, abdominal pain lower, allergy to metals, rash, migraine, fungal infection, weight increased and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, dyspareunia, fungal infection, genital haemorrhage, migraine, pelvic pain, rash and weight increased to be related to essure. The reporter commented: plaintiff's was forced to undergo a major surgery as a result of her essure implants. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.